Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for both bladder and bowel. Caller stated that the patient has been experiencing pain and wanted to know if he should increase stim. Caller mentioned that patient is taking pain pills for this pain, but the pt doesn't like to take the pills. Patient services tried to clarify if the pain was from the stim or the surgery, he think that the pain isn't related to the stim, but the caller did not know. Patient services advised not to increase stim, if stim is causing the pain. Caller also mentioned that patient is hesitant to make changes to her therapy because she feels like she may have an infection over her incision even though she has no signs of infection (no fever, redness, or swelling).there were no further patient complications are anticipated or expected as a result of this event.